Event description:
It was reported that during a rectum procedure, the device fired an incomplete staple line. The procedure was completed with sutures. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.